Manufacturer narrative:
Imdrf device code (B)(4) captures the reportable event of stent shaft broken.

Event description:
It was reported that a polaris ureteral stent was used during a flexible ureteroscopic lithotripsy procedure in the kidney performed on (B)(6) 2023. During unpacking, it was found that the stent was fractured. The procedure was successfully completed with another polaris ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported that a polaris ureteral stent was used during a flexible ureteroscopic lithotripsy procedure in the kidney performed on (B)(6) 2023. During unpacking, it was found that the stent was fractured. The procedure was successfully completed with another polaris ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401captures the reportable event of stent shaft broken. Block h10: the returned polaris ureteral stent was analyzed, and a visual evaluation noted that the bladder coil was detached, and their respective positioner. The suture was not returned. Functional test was performed, and the stent passed through of the mandrel without resistance. During magnification, detachment was closely observed. No other problems with the device were noted. The reported event of stent shaft break was not confirmed, based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found that bladder coil was detached. Additionally, their suture was not returned, indicating that it was removed, and stent was used. Therefore, according to the evidence, it is possible that operational factors, interaction of the excess force during interaction with the suture string such as an entanglement before their use could have caused the detachment that was observed. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. No further escalation is required. Block h11: block d4 model number has been corrected.